Event description:
Same case as MFR #:2134265-2013-00288 and 2134265-2013-00311. It was reported that during preparation for an unspecified procedure the motor drive failed to pullback. The target lesion was located in an unknown vessel. The system displayed an acquisition pc connection failure message (error 119) and motor drive pullback unexpectedly stopped. The system was rebooted and displayed a no signal message and did not boot into the application. The image and acquisition pcs were rebooted and the system displayed an acquisition pc connection failure message (error 119). The event occurred outside of the patient. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Updated: device avail fo eval, returned to MFR on, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes, add'l MFR. Narrative. Device evaluated by manufacturer: the product was received in good condition with no visible damage observed. The acquisition pc was installed into a gold standard system and tested for functionality. The acquisition pc failed to start the ilab application causing an error connection with the image pc. The system does not meet specifications of the ilab system functional feature test. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #:2134265-2013-00288 and 2134265-2013-00311. It was reported that during preparation for an unspecified procedure the motor drive failed to pullback. The target lesion was located in an unknown vessel. The system displayed an acquisition pc connection failure message (error 119) and motor drive pullback unexpectedly stopped. The system was rebooted and displayed a no signal message and did not boot into the application. The image and acquisition pcs were rebooted and the system displayed an acquisition pc connection failure message (error 119). The event occurred outside of the patient. No patient complications were reported and the patient condition is good.